Manufacturer narrative:
Device not returned. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported mask shipment dirty. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.